Event description:
It was reported that the patient presented with pain in pocket. The reason for pocket pain was unknown. The system was explanted from the left hand side and implanted on the right hand side using the same cardiac resynchronization therapy defibrillator and a new right ventricular lead, with no complaints against the lead. It was further noted that the device exhibited t wave oversensing. The device was reprogrammed. The patient was stable before, during and after the procedure.

Event description:
New information available on 12/8/2017 states that, the asymptomatic patient presented in the hospital for non-cardiac related reasons. It was noted that the cardiac resynchronization therapy defibrillator exhibited post-paced t-wave oversensing on (B)(6) 2017. The device was reprogrammed. No patient symptoms were reported.